Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse performed a total service visit. The cse inspected and calibrated the reagent probes and dispenses. The cse inspected the wash station and port dispenses. The cse inspected all pumps, syringes, tubings and fitting. The cse cleaned the luminometer and emptied and filled dark counts. The cse ran precision of multi-dilutions and ran quality controls (qc), resulting within specifications. The discordant result could not be reproduced. The cause for the falsely elevated tni-ultra result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin (tni-ultra) result was obtained on a patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). As per the laboratory practice; all high results are repeated before reporting out the result. The sample was repeated on the same instrument two times, the first repeat was on another lithium heparin sample tube pipetted into a centaur sample tube and the second repeat was performed using the original lithium heparin sample tube. Both repeats resulted negative as <0.04. The results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.